Event description:
It was reported that a pt received a high dose around 15 gy, while being scanned with an innova 2100iq. There was no system failure or malfunction, and no injury was reported.

Manufacturer narrative:
Pt info was not provided. Initial reporter email was not provided. This high air-kerma dose, not possibly reduced to the lowest by using does reduction features provided by the system, is likely to result in a serious injury since it may take some time before having any radiation burn. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.